Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, ongoing, route and frequency were not reported) and amikacin injection (500 mg, ongoing, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized for the peritonitis event and was discharged 12 days after admission. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.